Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the guidewire tip was fractured. Vascular access was obtained via the right femoral artery. Percutaneous coronary intervention (pci) performed in the 90% stenosis with a 15 mm long lesion in the mildly tortuous left anterior descending (lad) artery using a samurai 190cm straight-tip guidewire. The physician wired a proximal lad lesion and was advancing the wire distal. The patient had a prior stent in the distal vessel. The tip of the wire became entangled in the distal stent. The physician met moderate resistance while attempting to remove the wire. The physician then tugged the wire to remove, and the tip of the wire snapped off in the mid lad. An additional stent was used to tack the wire inside the vessel. No further patient complications were reported. The procedure was completed and the patient is stable.

Manufacturer narrative:
Date of this report corrected from 06/15/2017 to 06/16/2017. Device evaluated by manufacturer - examination of the returned product showed a large curve within approximately 90 mm from the distal tip and the distal tip was missing. The coil was severely stretched starting from the solder point at about 40 mm from the distal end of the coil. A length of the coil appears to be missing although because of the stretching, it is difficult to accurately determine the length that is missing. It can be estimated to be approximately 2 mm. There were no abnormalities observed in the remaining length of coil such as unusual outside diameter due to loose-winding or pitch misalignment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the guidewire tip was fractured. Vascular access was obtained via the right femoral artery. Percutaneous coronary intervention (pci) performed in the 90% stenosis with a 15 mm long lesion in the mildly tortuous left anterior descending (lad) artery using a samurai 190cm straight-tip guidewire. The physician wired a proximal lad lesion and was advancing the wire distal. The patient had a prior stent in the distal vessel. The tip of the wire became entangled in the distal stent. The physician met moderate resistance while attempting to remove the wire. The physician then tugged the wire to remove, and the tip of the wire snapped off in the mid lad. An additional stent was used to tack the wire inside the vessel. No further patient complications were reported. The procedure was completed and the patient is stable.